Event description:
It was reported that during a follow up in clinic, an invalid parameter error message was noted on the device requiring programming in nominal settings with hv therapy disabled. Abbott technical support was contacted and the device was immediately reprogrammed back to patient specific settings. No additional intervention was required. The patient was in stable condition with no consequences.